Event description:
Ventilator causing patient to have prolonged expiratory phase. Ventilator continued to alarm and causing patient to have drop stats, pip reading 18-20. Pressure alarms set at 40. Switched out ventilator.